Event description:
Patient received breast a tissue expander and returned to surgery two months later to have the tissue expander removed and replaced. Doctor stated "it has holes in it." Patient tolerated procedure well. Patient was transferred to recovery room in good condition.